Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the shaft of the balloon catheter had two kinks at 6.5cm and 35cm from the proximal end of the device. It is probable that the balloon catheter shaft was kinked as a result of handling of the device during use. The guidewire was returned within the balloon catheter advanced approximately 2cm beyond the distal tip. Crystallised saline/contrast was noted within the balloon. The device dimensions were within specifications. During functional test, the guidewire was unable to be removed from the balloon catheter due to the crystallized saline/contrast. The balloon catheter was soaked in water; however, the guidewire was still unable to be removed from the device and the balloon was unable to be inflated due to the presence of dried saline/contrast within the shaft of the catheter. However, review and analysis of available information and investigation results failed to identify a definitive root cause for the reported event of the balloon unable to be deflated.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
There were no issues with the subject balloon inflation and deflation during preparation. The balloon catheter was delivered through the guide catheter to the target lesion without any issues. The physician inflated the balloon as an extra test prior to advance the microcatheter; however, the physician was unable to deflate the balloon the whole system was completely removed from the patient. The procedure was completed with different device. There were no clinical consequences to the patient.

Event description:
There were no issues with the subject balloon inflation and deflation during preparation. The balloon catheter was delivered through the guide catheter to the target lesion without any issues. The physician inflated the balloon as an extra test prior to advance the microcatheter; however, the physician was unable to deflate the balloon the whole system was completely removed from the patient. The procedure was completed with different device. There were no clinical consequences to the patient.